Event description:
New information noted that the right ventricular lead was explanted and replaced on (B)(6) 2023. The lead was explanted on the left side however, left sided access to implant a new lead is not able to be achieved. The left side pocket is closed, the patient¿s right pectoral region is prepped and a new rv lead is implanted in the right subclavian vein without issue. The patient was stable before, during and after.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited r-wave amplitude variation. The patient was brought into the ep lab today (B)(6) 2023 for planned rv lead revision. However, when performing contrast injection to gain access, it is noted that the left sub-clavien and cephalic vein is occluded therefore access is not possible. After discussion with patient at this time decision is made to close and book patient as an outpatient in the next 2-3 months for rv lead extraction and implantation of new rv lead at that time. No further intervention was performed.